Event description:
A malfunction alarm was reported, identified as malfunction code "malf 0," with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support (cts) to use a backup insulin pump while a replacement was arranged. Cts confirmed the shipping address, provided instructions on storage mode, and instructed the customer on the return process for the malfunctioning pump. The customer was informed that the replacement pump would include updated software and was sent a new pump with instructions for receipt and return of the faulty unit. Customer acknowledged all guidance provided.